Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead remains implanted. Patient condition will continue to be monitored with routine follow-up.

Manufacturer narrative:
Correction:UDI (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that during an unrelated procedure on (B)(6) 2019 the physician tested the lead and found externalization between the right ventricular and superior vena cava coils. More so closely to the right ventricular coil. The lead was functioning normally and the physician did not find it necessary to explant or cap the lead. The lead remained implanted with normal function and was being monitored. The patient was stable.